Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, it was noted that an implantable cardioverter defibrillator (ICD) was in backup vvi. The device was restored to normal function and the issue was resolved.